Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during a metastatic ablation procedure, cold pixels were witnessed. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.